Event description:
Report received of an adverse event while the device was in use. No indication of overdelivery or pump malfunction was reported. The patient received an unspecified dosage of phenergan pre-operatively. During surgery pt received fentanyl and versed. Upon transfer to the postpartum unit, the pca was initiated at the following settings: morphine 1mg/ml, with a bolus dose of 1mg, a 10 minute lockout, and a 24mg 4 hour limit. Approximately 2.5 hours later, the patient was reported as "sleeping but easily aroused" with respirations of 16 breaths per minute. It was reported that the patient received a total of 11mg of morphine in a 3 hour period, which was within the 4 hour limit of 24mg. Approximately 1.25 hours later, the patient's respirations had decreased to 8 to 10 breaths per minute. At this time narcan 0.2mg IV push and oxygen at 2 liters per nasal cannula were administered. The oxygen saturations were reported to be 98% to 100% and the patient was "drowsy but arousable." The patient's vital signs remained stable. The patient was transferred to the ICU for observation and did not require any further intervention. Potential overdelivery was not in question. The patient has subsequently been discharged home without adverse sequelae. The customer indicated that the adverse event is probably related to the morphine sulfate, and there is "suspicion that the patient had an allergic reaction to the medication". Though requested, no further information was received from the customer.